Event description:
A nurse called to report that the customer was admitted to the hosp for high bgs. Troubleshooting was performed. The pump passed the functional testing. The programming on the pump was reviewed and there was no basal rates programmed. Also the alarm history revealed an error alarm.